Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Per customer, device will not be returned. No problem found.

Event description:
On 03/30/2022, it was reported by a distributor via phone that a ar-1927pst-475 suture anchor appeared to be abnormal. This was discovered on (B)(6) 2022 during a rotator cuff repair when the surgeon felt an area of the device looked abnormal and wanted to be sure there was no issue with the sutures that were used. The distributor opened up another ar-1927pst-475 suture anchor to demonstrate to the surgeon that everything was normal with the device. There was no patient effect reported.